Event description:
It was reported that the catheter got clogged up and they replaced it in (B)(6) 2008. The drug delivered by the device, troubleshooting, patient symptoms and patient outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).